Event description:
The caller alleged discrepant results when compared with the lab results. The results are as follows: 2008; 3.4; 2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 3.4, lab: 2.4, mean: 2.9, confident limits: 1.8-4.2. As per internal procedure tr#-0150 rev. 2 the inratio and lab values are within the confident limits. The product will not be investigated.